Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy; the patient reported not feeling stimulation with the therapy confirmed to be on, they increased it from 2.1v to 2.9v and felt stim, resolving the issue. The patient mentioned they had fallen onto their backside a couple of weeks ago, and also noted a sudden onset of the runs. The patient was to follow up with their healthcare provider (hcp) for interrogation due to the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.